Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead attempted but discarded due to cardiac tamponade. Patient had blood building up in pericardial space and needed a tap before lead could be placed. Should additional information become available, it will be added to this file.